Event description:
The customer reported no sounds could be heard with the heart probe, when knocking on it, noises could be heard, but not during the exam. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no sounds could be heard with the heart probe, when knocking on it, noises could be heard, but not during the exam. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.